Event description:
During follow-up in 2000, diagnostic reported an extended charge time at cap maintenance. Two manual cap reforms were performed with a slight improvement in the charge times. Cap reform was programmed to a 1-month interval and the pt was scheduled for follow-up. St. Jude medical learned in 2000, that the device was explanted seven days before due to an extended charge time.